Event description:
It was reported that the patient experienced "generalized epileptic seizures." It was noted that this occurred the day after the patient's left electrode was re-implanted. It was noted that the patient was medically treated with rivotril and keppra. It was noted that the patient "recovered from the event on the same day."

Manufacturer narrative:
Product ID neu_unknown_lead, lot# 202695447, product type lead; product ID 7482-51, serial# (B)(4), product type extension; product ID 7482-51, serial# (B)(4), product type extension; product ID 3389-28, lot# b0985456k, product type lead. (B)(4). (B)(6).